Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in the delivery room, the staples came loose on a skin scar, and the opening of the scar required further surgery. Further surgery under spinal anesthesia". Additional information states that "the surgeon indicates that skin closure with staples for a caesarean section requires 15 to 20 staples. On (B)(6) 2026, approximately 48 hours later, two-thirds of the staples on the patient's scar were defective and had come loose. As a result, the wound closure was no longer optimal, and a new surgical intervention was necessary. The procedure consisted of removing the staples, followed by subcutaneous hemostasis using an electric scalpel, and intradermal skin closure with monocryl 3/0. This was planned under local anesthesia with lidocaine, but spinal anesthesia had to be performed because the patient was in pain". Further information states, "apart from the clinical consequences related to the reoperation, there is nothing else to report. The patient is currently doing well".